Event description:
Customer alleges the paint on the mast and sling arm was scratched off, and the rubber on the brake assembly was off upon receipt. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model rpl450-1, serial number/date code and age of product are unknown. The owner's manual part number 1078987 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown, if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the brake assembly rubber is allegedly off the rpl450-1 lift, when received. The consumer also alleges that the paint on the mast and sling arm was scratched. No injury alleged.